Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil at all within its introducer sheath and, therefore, the smart coil was removed. It was reported that the introducer sheath looked melted. The procedure was completed using a new smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly was fractured approximately 138.0 cm from the proximal end. The embolization coil was detached from its pusher assembly inside its introducer sheath. Conclusions: evaluation of the returned device revealed that the smart coils pusher assembly was fractured. If the device is forcefully advanced against resistance, damage such as a kink may occur. If the kink is further manipulated, damage such as a fracture may occur. The root cause of resistance could not be determined. The returned smart coil was fractured and could not be functionally tested. The complaint further indicated that the introducer sheath looked melted. The root cause of this could not be determined. There was no visible damage to the introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.